Event description:
I had essure sterilization devices implanted in (B)(6) 2015. Immediately after that started continuous vaginal bleeding that did not stop at all. My hormonal status did not change since I was before the procedure and after the procedure on contraceptive pill (zoely). I never had this type of bleeding before. I contacted the hospital that did the procedure and in september I had another procedure in which they cut part of the essure coil, that was too far away in my uterus. After this, my bleeding still continued but it has not been continuous, but there is 1,5 weeks period that is free of bleeding (right after my periods) and then the bleeding starts again and continues until I get a new period. This is a significant symptom that distresses me and hinders me in my normal, daily life. Even though the bleeding is not heavy, it is upsetting.